Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that while attempting to bolus in the morning the insulin pump alarmed motor error, and noticed that the drive support cap was sticking out. The customer did push back in, but he was not connected. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.